Event description:
Physician was dilating the left superficial femoral artery; upon attempting the second post dilitation- the balloon would not inflate. Balloon was removed via right femoral sheath. After exam of balloon it was noted the distal portion of the balloon was missing. Attempted to inject contrast into the left superficial femoral artery and noted occlusion. Pt was transported to operating room to remove the foreign body. Procedure went well.